Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle lite meter continue to be safe, effective, and perform as intended in the field. Stability data for freestyle lite meter was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle lite meter and freestyle strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported that the customer¿s adc freestyle meter received inaccurate reading and became hypoglycemic. It was further reported the customer was unable to self-treat and received unspecified third-party treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.